Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. CAPA determination was performed it was determined no CAPA is necessary at this time. No trend was identified as per (B)(4). Per synovis, further investigation is not possible due to the limited information. If additional information is received in the future, the case will be re-opened and re-evaluated this case will be kept on file for trending purposes.

Event description:
Case 4 of 4: customer stated they observed cluster of infections in which four (4) lot numbers were involved with patients. Customer stated she was not comfortable sharing specific lot numbers or patient information at this time and will call back later after speaking to higher management at her facility. No call back was received. No additional information available.

Manufacturer narrative:
(B)(4). An attempt was made to contact the reporter in an effort to receive additional case information. Per communication with the customer, she does not wish to discuss anything further. Due to the lack of information, the case is not assessable and this case is being conservatively reported. A follow-up report will be submitted upon receipt and completion of manufacturer¿s investigation results.